Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and issues with tape getting stuck on inside of their serter. The customer's blood glucose level was over 600mg/dl. The customer states they treated with manual injection, but did not have time to troubleshoot. No further assistance provided at this time.